Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - the patient was revised because of loosening of the sleeve, no ingrowth was noted. Doi: (B)(6) 2007; dor: (B)(6) 2009 (left side). Update 03/31/2011 - litigation papers allege patient has suffered and continues to suffer very serious bodily injuries and substantial pain and suffering. It is also alleged that patient has suffered from pain and joint derangement that will require yet a third implant surgery. It is further alleged that patient has undergone an MRI that demonstrates fluid collections in his hip joint indicative of inflammation and metallosis. It is also alleged that blood testing has confirmed abnormally elevated levels of metals including chromium and titanium. It is also alleged that he suffers from pain, altered gait, limping, extreme discomfort, knee pain and a much altered quality of life. It is further alleged explant surgery has been recommended by his surgeon. Doi: (B)(6) 2007. (B)(6). Update 3/5/2012 - patient fact sheet was received, which identified part/lot information for srom sleeve. The complaint and associated mdrs were updated. Reopen: srom sleeve needs summary/investigation update 01/28/2013 - sales rep reported revision surgery due to pain. The cup and head were removed. There was no new information that would change the outcome of the investigation. Update rec'd 7/23/2013 - ppd and medical. Records received. After review of the medical records the revision operative note indicated a loose stem and sleeve and pain. There was no mention of increased metal ions or metallosis as litigation stated. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/30/14.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases identified other reports against the provided product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.